Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope experienced b30 scope communication error. The event occurred during colonoscopy procedure while the patient was under sedation. The intended procedure was completed with an olympus back-up device. There were no reports of patient harm.